Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1003 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The nurse stated that the insulin pump would not allow her to change the basal above 2.25 units. Instructed the caller on how to maximize the basal. The nurse mentioned also that the up arrow in the device was not functioning. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.